Event description:
It was reported that the lead exhibited episodes of noise reversion. Review of the stored electrograms indicated the presence of lead noise. Lead replacement was discussed. No patient symptoms were reported. No further information was available.